Event description:
Medwatch # (B)(4). "Small tip of an iris scissors was broken off away from incision site while doctor was attempting to tighten a screw on an adson beckman retractor. The field and floor searched, but to no avail. X-ray taken and read as negative by doctor. A small piece of metal was found on the floor after x-ray was taken, resembling missing piece. Unable to determine if it was the actual piece." Per the reporter "the doctor used the iris scissors to tighten the screw on the retractor."

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.